Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, 369.9 mcg/day) and morphine (2 mg/ml, 0.3699 mg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. Information received reported a motor stall seen at initial interrogation. The patient had not had a recent magnetic resonance imaging (MRI). The patient did have a computed tomography (CT) scan and colonoscopy two weeks ago, but no MRI. The hcp reported the patient had increased pain and a feeling of pressure around the pump since the colonoscopy, but no specific symptoms mentioned in relation to the motor stall. The motor stall occurred on (B)(6) 2018 and was active at the time of this call.